Event description:
It was reported to boston scientific corporation that a fully covered wallflex¿ biliary rx rmv stent was implanted in a distal common bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015 as part of the (B)(4) trial. The physician decided to place a metal stent as access to the papilla was difficult. According to the complainant, the patient has a history of acute pancreatitis and an ulcerated duodenal mass. The patient has one prior plastic biliary stent still implanted, however, no prior metal biliary stents. On (B)(6) 2015, the patient underwent an assessment of baseline biliary obstructive symptoms which included right upper quadrant pain, jaundice, dark urine, pale stools, and nausea/vomiting. Baseline liver function tests were conducted on (B)(6) 2015. On (B)(6) 2015, an ercp with stent placement was performed as an outpatient procedure. The patient had a prior biliary sphincterotomy and a biliary sphincterotomy was not performed during the study stent placement procedure. A prior pancreatic sphincterotomy had not been performed, nor was a pancreatic sphincterotomy performed during the procedure. During the ercp study stent placement procedure, the previously placed plastic biliary stent was removed, and brushing and an intra ductal biopsy were performed. The fully covered wallflex¿ biliary rx rmv stent was placed successfully in a satisfactory position across the stricture. After the stent was fully deployed, the physician experienced difficulty removing the catheter through the stent. According to the physician, the catheter was kinked and getting stuck in the proximal end of the stent at the level of the distal marker. The delivery system was able to be removed after a few attempts at ¿yanking¿ it out and the fully covered wallflex¿ biliary rx rmv stent remained in place to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s biopsy has since confirmed adenocarcinoma. Note: reporting was required because the device is only sold ous but is similar to the m00570530 that is sold in the u.s.

Manufacturer narrative:
Reported event of difficulty removing catheter. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.